Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that stopper pop off occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "stopper is coming off during draw. Per email: we are experiencing similar issues as previously with another lot of tubes. This lot is 9184008. We never did receive any resolution to the previous problem, nor did we receive any replacement tubes at no charge. We will be purchasing these types of tubes elsewhere in the future. I¿m sure that taking our business elsewhere will not have any great financial impact upon your company, but this is a big disappointment for us, as we order the majority of our blood collection supplies from bd; perhaps this will also be changing in the near future. I would like to formally request a full refund for all tubes, from all impacted lots."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pop off occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "stopper is coming off during draw. Per email: we are experiencing similar issues as previously with another lot of tubes. This lot is 9184008. We never did receive any resolution to the previous problem, nor did we receive any replacement tubes at no charge. We will be purchasing these types of tubes elsewhere in the future. I¿m sure that taking our business elsewhere will not have any great financial impact upon your company, but this is a big disappointment for us, as we order the majority of our blood collection supplies from bd; perhaps this will also be changing in the near future. I would like to formally request a full refund for all tubes, from all impacted lots."